Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were dropping out of the jaws. Another device was used to complete the case. There were no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.